Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign body was observed inside a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a black embedded particulate matter of size approximately 0.06 sq mm inside the welded cassette. The embedded particulate matter is within the specification. Functional test including self-test and priming was performed and no abnormality was observed. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.